Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (insulin on board calculation) issue. The reporter alleged that the pump was not subtracting the insulin on board amount correctly. It was noted that the insulin on board was not showing on the bolus total screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/17/2014 with the following findings: a review of the current total daily basal deliveries and bolus deliveries were correctly reflected in the daily insulin delivery totals. No insulin delivery interruptions or pump issues were observed in the black box history. Using the users programmed settings, the pump performed an ezcarb bolus for 60 carbs with a blood glucose (bg) of 200 mg/dl while the insulin on board was 1.57 units. The pump correctly calculated a 4 unit bolus and accounted for the insulin on board. The complaint that the pump was not subtracting the insulin on board amount correctly was not able to be duplicated during investigation. No defects were found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.